Event description:
The pt was undergoing a PICC line placement in the radiology special procedures room. The physician attempted to pull the cannula out, and a fragment of the guide-wire remained in the tissue of the pt's arm. Because the foreign body was small, no attempt was made to retrieve the fragment of guide-wire.